Event description:
It was reported that the pt underwent initial implantation of an acp 4-level plate on (B)(6) 2011. Radiographs indicated screw back out, worsening over time on serial routine follow-up. The doctor indicated that the pt had evidence of non-union. Revision was performed on (B)(6) 2013, confirming screw back out and locking tab fracture. The plate, screws and fractured tab pieces were removed.

Manufacturer narrative:
Eval in process. A follow-up report will be filed upon completion.